Manufacturer narrative:
Insulin pump received with motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 324 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence, but would again receive a motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.